Event description:
It was reported that a user experienced recurrent early-morning low or trending-low alerts on the ilet system and self-treated preemptively with multiple oral glucose tablets, resulting in rebound hyperglycemia up to 240 mg/dl; device review did not show corresponding sustained overnight hypoglycemia and the user requested higher targets to reduce alerts. Symptoms included perceived hypoglycemia and bothersome low-trend notifications. Outcomes included transient hyperglycemia following overtreatment and the need for clinical coaching and user training. Investigation included clinical review of device-reported data, assessment of insulin delivery patterns, and consultation with a clinical decision specialist. Investigation of this case revealed user-related factors, including unnecessary bedtime snacking contrary to therapy guidance, overtreatment of perceived lows prior to device low alerts, variable meal announcement practices, and inconsistent use of ¿more than/less than¿ meal selections, with occasional higher lunchtime insulin delivery variability observed. It was concluded, based on previously established findings for similar reports, that user behavior and use error were the most probable causes, with no evidence of device malfunction.

Manufacturer narrative:
Initial.